Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 47080be00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I toxo igg reagent in the field was reviewed using data gathered from customers worldwide. Median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. In house testing concluded all controls met specifications and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 47080be00 was identified.

Event description:
The customer observed a falsely reactive alinity I toxo igg generated from an alinity I processing module. The customer reported that when the samples were tested on another platform (non-abbott) the result was negative. The customer also reported when the samples were re-centrifuged and retested on the alinity platform, the results were negative. The customer provided the following data: (reference < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, = 3.0 iu/ml is reactive) patient 1 is a pregnant female. Sample ID (B)(6) initial result on (B)(6) 2023 was 5.20 (reactive). The sample was recentrifuged and retested on (B)(6) 2023, the results were 0.30 (non-reactive) and 0.60 (non-reactive). Sample was tested on the vidas platform and generated a negative result. Patient 2 is a pregnant female. Sample ID (B)(6) initial result on (B)(6) 2023 was 4.06 (reactive). The sample was recentrifuged and retested on (B)(6) 2023, the result was 0.00 (non-reactive). Sample was tested on the vidas platform and generated a negative result. Patient 3 (sample ID (B)(6), initial result on 16 jun 2023 was 5.03 (reactive). Sample was tested on the vidas platform and generated a negative result. Patient 4 (sample ID (B)(6), initial result on (B)(6) 2023 was 5.02 (reactive). Sample was tested on the vidas platform and generated a negative result. The customer reported that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management. Update: additional information received from customer on 28 june 2023. The customer replaced the reagent with a new lot (lot 49420be00). The patients that were reactive with lot 47080be00 tested negative with lot 49420be00.

Manufacturer narrative:
This report is being filed on an international product, list number 7p45-22 / 7p45-32 and there is a similar product distributed in the us, list number 7p45-40 / 7p45-45. A1 patient identifier: completed sample ID's are (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely reactive alinity I toxo igg generated from an alinity I processing module. The customer reported that when the samples were tested on another platform (non-abbott) the result was negative. The customer also reported when the samples were re-centrifuged and retested on the alinity platform, the results were negative. The customer provided the following data: (reference < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, = 3.0 iu/ml is reactive) patient 1 is a pregnant female. Sample ID (B)(6) initial result on (B)(6) 2023 was 5.20 (reactive). The sample was recentrifuged and retested on (B)(6) 2023, the results were 0.30 (non-reactive) and 0.60 (non-reactive). Sample was tested on the vidas platform and generated a negative result. Patient 2 is a pregnant female. Sample ID (B)(6) initial result on (B)(6) was 4.06 (reactive). The sample was recentrifuged and retested on (B)(6) 2023, the result was 0.00 (non-reactive). Sample was tested on the vidas platform and generated a negative result. Patient 3 (sample ID (B)(6) ), initial result on (B)(6) 2023 was 5.03 (reactive). Sample was tested on the vidas platform and generated a negative result. Patient 4 (sample ID (B)(6) ), initial result on (B)(6) 2023 was 5.02 (reactive). Sample was tested on the vidas platform and generated a negative result. The customer reported that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer observed a falsely reactive alinity I toxo igg generated from an alinity I processing module. The customer reported that when the samples were tested on another platform (non-abbott) the result was negative. The customer also reported when the samples were re-centrifuged and retested on the alinity platform, the results were negative. The customer provided the following data: (reference < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, = 3.0 iu/ml is reactive) patient 1 is a pregnant female. Sample ID (B)(6) initial result on 19 jun 2023 was 5.20 (reactive). The sample was recentrifuged and retested on (B)(6) 2023, the results were 0.30 (non-reactive) and 0.60 (non-reactive). Sample was tested on the vidas platform and generated a negative result. Patient 2 is a pregnant female. Sample ID (B)(6) initial result on 20 jun 2023 was 4.06 (reactive). The sample was recentrifuged and retested on 21 jun 2023, the result was 0.00 (non-reactive). Sample was tested on the vidas platform and generated a negative result. Patient 3 (sample ID (B)(6) ), initial result on 16 jun 2023 was 5.03 (reactive). Sample was tested on the vidas platform and generated a negative result. Patient 4 (sample ID (B)(6) ), initial result on 6 jun 2023 was 5.02 (reactive). Sample was tested on the vidas platform and generated a negative result. The customer reported that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management. Update: additional information received from customer on 28 june 2023. The customer replaced the reagent with a new lot (lot 49420be00). The patients that were reactive with lot 47080be00 tested negative with lot 49420be00.

Manufacturer narrative:
Section b5 was updated with additional information received from customer.